Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user was admitted to the hospital with diabetic ketoacidosis (dka) with a blood glucose (bg) over 400 mg/dl. Believing the user was experiencing low bg, the user's mother administered glucagon and called an ambulance. The user was hospitalized from (B)(6) 2025 to (B)(6) 2025 and treated with an insulin drip. The user has since resumed use of the ilet.